Event description:
Information received from a patient reported that they had their implantable neurostimulator (ins) replaced because they were experiencing a return of foot pain. The patient reported that they saw the "call your doctor" icon with the end of service (eos) screen on their device a few days before they went into surgery. No falls or traumas were reported that could be related to this issue. The patient was to follow up with their healthcare provider (hcp) to help resolve their symptoms. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.